Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, a s233 (over temperature-psc) malfunction alarm code was noted in the device history, but was not duplicated during testing. Additionally during testing, the fan made an abnormal noise. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code and the fan was noisy. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted, and the fan made an abnormal noise. No additional information was provided.